Event description:
Reported condition: e74, e75 and e132. Machine not ejecting blood lines cartridge from blood pump rotor. Noise during ejection. The national service engineer tested the blood pump rotor and it failed blood pump occlusion test for being too tight. Rotor assembly complete without any noise under normal operation until attempted ejection. Replaced blood pump rotor assembly. Set proper blood occlusion with feeler gauge and passed blood pump rotor pressure within 5 revolutions. Push pin depth at .72 mm. Passed all tests after replacement. Machine is operating per manufacturers specifica.